Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible loss of capture. The lv lead remains in use. No patient com plications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible loss of capture.  The lv lead remains in use.  No patient com plications have been reported as a result of this event. It was additionally reported that the lv lead had dislodged and was not capturing and remains in the inferior/superior vena cava. No corrective action was taken to replace the lead. The patient was reprogrammed to right ventricular pacing only. The right ventricular (rv) lead had also dislodged. The lead was repositioned and remains in use.

Manufacturer narrative:
Correction: b1; b2; b5; h6 device codes (fdd/annex a); h6 eval code conclusion (fdc/annex d); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.